Event description:
It was reported that the patient had difficulty charging the Implantable Pulse Generator (IPG). The patient underwent a Spinal Cord Stimulator (SCS) explant procedure and was doing well postoperatively. The explanted devices were retained by the hospital as per facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-8336-50.Serial Number: (b)(6).Batch/Lot Number: 7087713.Model/Catalog Description: COVEREDGE 32 SURGICAL LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Block B3: Approximated based on the date the manufacturer became aware of the event.